Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via implant patient registry (ipr) that this valve model 11500a25 was explanted at implant from aortic position. Through investigation it was learnt that perivalvular leak (pvl) was observed intraoperatively while the patient was still cannulated, for this reason the valve was immediately replaced with a new valve of the same size. Reportedly, no injury was caused due to the explant at implant. Reportedly, despite the best efforts to implant a second valve and eliminate the pvl, the patients heart was not able to recover. Per response received, the patient was very sick before the intervention and the heart tissue was extremely fragile. The patient passed away during operation, however, the edwards valve was not a contributing factor.

Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. H11: additional manufacturer narrative: the device was not returned for evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Paravalvular/perivalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves, which is included in the instructions for use (IFU). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Pvl refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. There is no evidence to suggest a manufacturing non-conformance contributed to this event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined. However, based on the available information, patients factors, specifically the extremely fragile patient's heart tissue, may be a potential contributor to the reported event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Since no edwards defect was identified, corrective or preventative actions are not required.